Manufacturer narrative:
Date of event: exact date unknown, event occurred around (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5007754/7070714.

Event description:
It was reported that the patient was not getting an adequate pain relief. All device components were explanted and were discarded.